Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference MFR number: 1627487-2019-04791. It was reported the patient experienced ineffective therapy. X-rays indicated the leads had migrated. Surgical intervention was undertaken and the leads were explanted and replaced. Postoperatively, the patient is reportedly receiving effective therapy.

Event description:
Related manufacturer reference number: 1627487-2019-04791.